Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons were sticking causing unresponsiveness. This allegation was given in the form of an email making further information unavailable at this time. This allegation is being reported due to a keypad malfunction issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately; the complaint could not be confirmed or duplicated. The keypad was removed and no contamination was found. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.